Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) falsely rejected a pause episode. It was further reported that the device experienced oversensing during the pause episode and "likely was rejected due to diminishing r-wave algorithm." The icm remains in use. No patient complications have been reported as a result of this event.